Event description:
During a service call, the customer reported to a waters field service engineer that on (B)(6), 2012, he had gotten four "strong static shocks" within a matter of seconds from the top cover of the quattro micro instrument that he did not think were static in nature. The customer said he was not injured and did not require medical attention.

Manufacturer narrative:
A waters field service engineer (fse) inspected the instrument at the customer's site and did not find any faults with the device. He did not find any loose wires and the instrument was appropriately grounded. During his inspection of the instrument, the fse touched the cover and chassis and did not experience any electrical discharge. No previous similar events have been reported by the customer. And a follow-up call to the customer confirmed that no similar events have occurred since this event was reported. No issues were found with the device and no injury was reported. We consider this report complete. However, if additional information is received, a supplemental report will be filed.